Manufacturer narrative:
H10: per the information obtained from the customer, reprocessing was performed in line with the user manual. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process. During device evaluation at olympus, it was found: suction cylinder had no color, bending angle in up direction did not meet the standard value due to wear of the angle wire, image guide protector had a cut, plastic distal end cover had a snag on it due to a crack, adhesive on the bending section cover was detached, connecting tube had a scratch, and universal cord had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, colonovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that foreign objects were on/ in the: air/ water cylinder, jet tube, and air/ water tube. This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.